Manufacturer narrative:
Software analysis found that the behavior described was the intended behavior of the software. Software was functioning as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The system passed the checkout with no failures found h4) device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during the navigate task of a sacroiliac and thoracolumbar procedure, the site had issues with the systems view layouts and orientation not saving. After the site edits the exams and navigates as soon as they transition tasks the changes did not save. It was stated that this behavior doesn't happen when using a different navigation system. A specific example was when they went to take a post-op exam and proceed to navigate. There was no reported impact on patient outcome. The clinical specialist (cs) provided additional information. "We did a case today and while it did not change the rotation when I tried to go to admin, it did change the rotation when we did the post op spin and that transferred over as the default rotation. The surgeon doesn¿t like the fact that we have to keep on changing this rotation for every scan and every case, so if you can put in a feature request, that would be great." When the cs tested the issue, she went from off to on again, it reset again. The cs tried to go to admin during the case and then didn¿t change anything and went to nav, and that didn¿t change anything. It stayed the same. It only changes when you make a change in admin. The cs didn¿t try this during the demo spin but tried during the case while the surgeon was not navigating but the picture were still up. Technical services (ts) reviewed the information update from the cs. The cs set the views the way the surgeon preferred, then changed the cross-hair behavior from cross-hair movement on to off, at which point the views reset to default. This was replicated on ts system when switching to cross-hair movement on to off. On ts system, when switching cross-hair movement from off to on, however, the views remained rotated the way the surgeon prefers. The views also do not revert when going into admin and not changing anything. There was a 5-10 minute delay to the event.